Event description:
The ICD was implanted on (B)(6) 2015. The last fu on (B)(6) 2021 was completely normal with standard readings and status battery 41 percent. On (B)(6) 2022, the patient was hospitalized after receiving more than 73 shocks due to noise on rv lead and the condition of the battery status in the eri. Currently ICD detection is off. The device remains implanted at this time. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead was explanted on (B)(6) 2022. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for the ICD and the lead was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data have been inspected. During the inspection, the eri battery status could be confirmed. In total 145 charging cycles were documented. The latest documented battery voltage was found to be 2.86 v, indicating a regular activation of the eri battery status. Analysis of the available iegms revealed noise in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery. Based on the available data the root cause of the noise could not be determined. However, should additional relevant information or the devices themselves become available, this investigation will be updated.